Event description:
It was reported that the pt experienced a loss of pain control. There was a pump malfunction and under infusion. There were increased residual volumes over several pump refills. A roller study (date unk) revealed slowing of the roller with fluroscopy. The system was replaced. The pt recovered without sequela. The pump contained a mixture or morphine sulfate (50mg/ml) and hydromorphone (3mg/ml) at the time of the event.